Event description:
The customer reported paddles will not shock upon testing during preventative maintenance. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported paddles will not shock upon testing during preventative maintenance. There was no reported pt involvement. The customer swapped the external paddles with a spare set and the spare set worked fine. The problem paddles were replaced to resolve the issue. The paddles were not available for eval. Based on the customer's report, we are considering the issue to have been caused by a failed paddle set.